Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: dzj. Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a drill bit and 2.0mm titanium matrix mandible screw that was broken. A broken drill bit was a 1.5 drill bit for the 90-degree screwdriver self-tapping mandible and the screw with 2.0 screw 8mm length and the drill bit was a drill bit and the screwdriver broke for this adverse event. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown.   This complaint involves two (2) devices. This report is 1 of 1 for (B)(4).